Event description:
It was reported that patient had surgery and high impedance was seen. They tried to reposition the lead pin and wash the area with saline solution, but there was still high impedance. The surgeon did not want to replace the lead during this surgery so the patient will be scheduled for lead replacement in the future. X-rays were taken but results are unknown. No known additional relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Explanted generator was later received and underwent product analysis. There were no performance, or any other type of adverse conditions found with the pulse generator. The internal data revealed that the first incidence of high impedance occurred earlier than first reported.

Event description:
It was later reported that patient had lead revision surgery. Impedance was resolved after surgery. The suspect product was discarded after surgery.